Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that "the device does not pass pre-surgery burr check and that the cables are being exposed because the rubber is broken". The device was being used during surgery. No pt or user injury. It is unk if medical intervention or a delay occurred during the surgical procedure. There was no additional information provided.